Manufacturer narrative:
The reported inability to untighten the set screw was confirmed. The set screw was stripped and prevented the torque wrench from engaging the set screw. The set screw was stripped due to user¿s use of the torque wrench.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented the day following initial implant of a right ventricular lead. The lead was observed to be dislodged. During an operation to revise the lead, the setscrew of the pacemaker could not be loosened. The pacemaker and lead were explanted. The patient was in stable condition following the procedure.